Event description:
It was reported the day after implant that the pacing threshold on the patient's right ventricular (rv) lead started to rise eventually leading to no capture at maximum outputs. An x-ray was taken and there was no obvious movement of the rv lead. Patient had syncope with loss of capture. Patient was then returned to surgery where the rv lead was repositioned and pacing thresholds improved. It was also indicated that the pacing threshold with the patient's implantable pulse generator (ipg) was slightly improved in the bipolar pacing configuration. Two days later the pacing thresholds began to rise again and capture was maintained only with maximum outputs. The second lead position was more septal but still remained close to the apex. No further changes were made and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.